Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the gasket around the silver strip that is around the trigger of the impactor device fell out. It was reported that the gasket fell into the physician¿s hand as she was approaching the surgical site with the device. It was reported that there was a 10-minute delay in the procedure due to the event. It was reported that there was a spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. . The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the gasket around silver stripe around trigger fell was confirmed. The device was visually inspected and failed visual inspection. It was observed that the rear housing separated from the mid-plate, the trigger screw was loose, and a piece of the rear housing near the mid-plate was broken. The impactor was functionally assessed and determined to operate as intended. However, the rear housing was separated from the mid-plate and housing piece broke off is consistent with the trigger screw being loose. No unintended operation was observed. The impactor rear housing edge that holds onto the mid-plate groove was observed to be damaged, and housing piece broken off is consistent with the unit being in use while the rear housing was separated. It was determined that the trigger screw had backed out, which allows the trigger body to move, resulting in the rear housing separation. The impactor came apart - housing loose (housing loose, piece broke off) are consistent with the trigger screw being loose. The assignable root cause of these conditions was determined to be traced to component failure due to wear.